Event description:
Sales rep reported on (B)(6) 2024 that a bridge plate was implanted for 3 months when the patient went to use a hand tool (screwdriver) which caused the plate to break. During this 3 month period the patient was not following proper after care instructions. The patient ultimately had the plate removed. The surgeon stated the patient was completely healed and that this issue did not cause the patient any additional harm.